Event description:
It was reported that an alarm was heard "sometimes". Per the reporter, it was believed that the "pump never has worked properly"; pt symptoms were "nonspecific". Motor stalls have occurred previously and in (B)(6) 2010, the hcp removed 20 ml of drug from the pump; expected reservoir volume was 0.5 ml. They refilled the pump and continued therapy. Again, in (B)(6) 2010, the motor stall alarm and empty reservoir alarm occurred. The pump contained lioresal 500 mcg/ml in simple continuous at a dose of 37 mcg/day. "The explant of the pump was a plan from early after implant, but it hasn't been scheduled before now, prior to this event." The hcp will explant the device in (B)(6) 2011. Add'l info has been requested. A f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).